Event description:
It was reported the patient's ipg was deemed inoperable due to no longer being able to communicate via programmer use. Troubleshooting attempts were performed but were unable to address the issue. In turn, the patient's scs system was explanted.